Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patients concern with the product.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional reported "textured implants" and " capsule grade(s) 3". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and weight to the spec. A microscopic analysis was performed which identify an opening striated in the posterior side. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage.

Event description:
The device has been explanted.